Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: during evaluation of the sample a crease was observed on the anterior and extending to the posterior view. No additional anomalies were observed. Based on the facts of the case, the capsular contracture is unrelated to the breast implant and related to the patient condition. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed for the finished device number 5903100 and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female underwent patient underwent breast augmentation revision with a 450cc mentor memorygel breast implant. Now this patient is presented with bilateral rupture that was confirmed by MRI and bilateral capsular contracture; baker grade ii. As a result, the patient underwent bilateral explantation and replacement with another set of 450cc mentor memorygel breast implants. After explantation, it was discovered that both removed implants were intact. This report relates to the left prosthesis. See 1645337-2019-21041 for contralateral prosthesis report. This report contains supplemental information for mentor psr reference number ip-00496768.